Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported his blood glucose has been running high and he has not had any occlusions. Patient's normal blood glucose range is 75-150 mg/dl. Patient reported his blood glucose readings for today ranged from 219-551 mg/dl. Patient stated his readings on (B) (6) 2010 ranged from 160-528 mg/dl. Troubleshooting did not find any product issues. Patient checked his blood glucose while on the call with 2 different meters with readings of 191 mg/dl and 198 mg/dl. Patient stated he had to go, would call back if his readings go back up. On call back from patient on (B) (6) 2010, he stated his blood glucose was still elevated. Patient reported his blood glucose reading this morning was 408 mg/dl. Patient stated he did not wish to troubleshoot; thinks he should try changing his infusion set to see if that will help. Verified infusion site has been in since (B) (6) 2010 and tubing since (B) (6) 2010. On follow up call on (B) (6) 2010, patient stated he changed his site and his blood glucose has returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.